Event description:
On (B)(6) 2014 I underwent a hernia repair surgery for left inguinal hernia at (B)(6). A proloop propylene mesh was implanted on this day. Seven months after maquet distributed this defective mesh to my physician. Shortly thereafter, I started to experience excruciating pain in my inguinal groin area. Three years later on (B)(6) 2017 I underwent another surgery at (B)(6) for the ongoing pain in my inguinal hernia site and possible hernia reoccurring. At this time the prolite mesh was implanted on this day. About a year later the FDA recalled the prolite mesh. After my second surgery I still experience excruciating pain and went through pain management at (B)(6) hospital in (B)(6). On (B)(6) 2023, I underwent a third revision surgery at (B)(6) community center again where my surgeon discovered had a massive lump at the inguinal hernia site where the meshes were previously implanted, and the meshes had contracted into significant amount of scar tissue causing the excruciating pain I have endured over the years. And because of so many surgeries I cannot work at physical jobs and had in fact, lost two jobs because of my physical limitations caused by the dangerous proloop and prolite meshes implanted inside me. Thus I am filing this complaint in good faith against the consumers and manufacturers who designed, promoted, distributed, marketed, and sold these meshes to my physician. Lastly, my surgeon excised a portion of the meshes but left the remainder intact because of my multiple previous surgeries and high risk of de-vascularization of my left testicle. Causing excruciating pain and discomfort. Reference report: mw5117527.